Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 373-621 mg/dl. Elevated bg was address by correction bolus via pump. Customer delivered a bolus to address the issue and resumed insulin delivery.